Event description:
The radiologic technologist was positioning the device to perform an x-ray exam when he felt something poke into his hand. He discovered that the x-ray grid had splintered and penetrated his hand.====================== manufacturer response for x-ray grid for use with ge flash pad detector, ge snap - on grid for flash pad detector (per site reporter).====================== ge has stated in the past that they are working on a re-design which will be more durable with less chance of carbon fiber splintering. We have replaced 20 + grids of this type in the past 18 months with no new design offered to us. Staff have expressed concern of carbon fiber splinters. Several employees have received splinters.